Event description:
The customer reported the fluoroscopic image was unable to be viewed and fluoroscopic functionality was lost. The issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The hv and interconnect cable connections were evaluated and confirmed to be secure. The system was tested and found to be working as intended and put back into service.